Event description:
It was reported that an I let ser experienced hyperglycemia after announcing an ice cream meal as a smaller size than appropriate, which led to an elevated blood glucose of 261 mg/dl. The device subsequently delivered corrective insulin and glucose returned to range. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included troubleshooting and user education regarding accurate meal announcements and appropriate meal size selection within the ilet system. Investigation of this case revealed user-related dosing inaccuracy due to incorrect meal size announcement, with the device functioning as designed and delivering corrective insulin. It was concluded, based on previously established findings for similar reports, that the cause was user error.